Event description:
It was reported the that the catheter was used off-label to perform a cavotricuspid isthmus (cti) ablation and the patient experienced polymorphic, acute coronary vasospasm, ventricular tachycardia (vt), unstable blood pressure, bradycardia with EKG changes, and st segment elevations. During a concomitant pulse field ablation (pfa) for atrial fibrillation (a fib) and left atrial appendage closure (laac) procedure a farawave catheter was used. The catheter was used to perform a cti ablation at the eustachian ridge, which constituted off-label use of the device as it is indicated to perform pulmonary vein isolation (pvi) per the instructions for use (IFU). During the cti ablation an acute coronary vasospasm occurred. The patient's blood pressure became unstable, and the patient went into polymorphic vt. The patient was cardioverted twice, then presented shortly with av block with st segment elevations. The st segment elevations were observed on the augmented vector foot (avf) lead and noted to have been slight. The ventricle was paced and it was found that the patient was in sinus at 30 beats per minute (bpm) with discernible p-waves and qrs shortly after, which ruled out av block. The patient was gently paced back to sinus and a stable blood pressure and heart rhythm were achieved. It was also noted the patient was administered amiodarone. The pfa portion of the procedure was completed, then the laac portion was continued with the watchman system successfully. The patient fully recovered from the complications. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to the initial MDR in blocks b5 and h6 patient codes.

Event description:
It was reported the that the catheter was used off-label to perform a cavotricuspid isthmus (cti) ablation and the patient experienced polymorphic, acute coronary vasospasm, ventricular tachycardia (vt), unstable blood pressure, bradycardia with EKG changes, and st segment elevations. During a concomitant pulse field ablation (pfa) for atrial fibrillation (a fib) and left atrial appendage closure (laac) procedure a farawave catheter was used. The catheter was used to perform a cti ablation at the eustachian ridge, which constituted off-label use of the device as it is indicated to perform pulmonary vein isolation (pvi) per the instructions for use (IFU). During the cti ablation an acute coronary vasospasm occurred. The patient's blood pressure became unstable, and the patient went into polymorphic vt. The patient was cardioverted twice, then presented shortly with av block with st segment elevations. The st segment elevations were observed on the augmented vector foot (avf) lead and noted to have been slight. The ventricle was paced and it was found that the patient was in sinus at 30 beats per minute (bpm) with discernible p-waves and qrs shortly after, which ruled out av block. The patient was gently paced back to sinus and a stable blood pressure and heart rhythm were achieved. It was also noted the patient was administered amiodarone. The pfa portion of the procedure was completed, then the laac portion was continued with the watchman system successfully. The patient fully recovered from the complications. The device is not expected to be returned for analysis due to disposal. It was further reported that vasospasm was not confirmed.

Event description:
It was reported the that the catheter was used off-label to perform a cavotricuspid isthmus (cti) ablation and the patient experienced polymorphic, acute coronary vasospasm, ventricular tachycardia (vt), unstable blood pressure, bradycardia with EKG changes, and st segment elevations. During a concomitant pulse field ablation (pfa) for atrial fibrillation (a fib) and left atrial appendage closure (laac) procedure a farawave catheter was used. The catheter was used to perform a cti ablation at the eustachian ridge, which constituted off-label use of the device as it is indicated to perform pulmonary vein isolation (pvi) per the instructions for use (IFU). During the cti ablation an acute coronary vasospasm occurred. The patient's blood pressure became unstable, and the patient went into polymorphic vt. The patient was cardioverted twice, then presented shortly with av block with st segment elevations. The st segment elevations were observed on the augmented vector foot (avf) lead and noted to have been slight. The ventricle was paced and it was found that the patient was in sinus at 30 beats per minute (bpm) with discernible p-waves and qrs shortly after, which ruled out av block. The patient was gently paced back to sinus and a stable blood pressure and heart rhythm were achieved. It was also noted the patient was administered amiodarone. The pfa portion of the procedure was completed, then the laac portion was continued with the watchman system successfully. The patient fully recovered from the complications. The device is not expected to be returned for analysis due to disposal. It was further reported that vasospasm was not confirmed.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the hypotension, bradycardia, ventricular tachycardia, st segment elevation, and EKG/ECG changes are known inherent risks with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that hypotension, bradycardia, ventricular tachycardia, st segment elevation, and EKG/ECG changes are addressed as potential procedural complications when using the farawave catheter. Additionally, the device was used for cavotricuspid isthmus (cti) ablation; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. Risk review: a risk review performed for the farawave catheter device confirmed that the event of hypotension, bradycardia, ventricular tachycardia, st segment elevation, and EKG/ECG changes are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of hypotension, bradycardia, ventricular tachycardia, st segment elevation and EKG/ECG changes are known inherent risks of the farawave catheter as stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: hypotension, arrhythmia (new or exacerbated), injury due to embolism." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. Additionally, the device was used for cavotricuspid isthmus (cti) ablation; this is considered off-label use of the device. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.